Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-69: using incorrect test strip platform. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is using discontinued product along with the incorrect test strips for the meter. The customer is concerned with test results obtained of 20 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result is 250 mg/dl; customers expected fasting blood glucose test result range before breakfast is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 28 mg/dl date: 8/10/19 time: 2:27pm non-fasting, result 2: 22 mg/dl date: 9/10/19 time: 8:08pm non-fasting, result 3: 20 mg/dl date: 8/06/19 time: 6:04pm non-fasting, result 4: 27 mg/dl date: 8/02/19 time: 6:02pm non-fasting, result 5: 24 mg/dl date: 8/04/19 time: 3:59pm non-fasting.